Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was approximately 400 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.